Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2017; model evproplus-26us transcatheter valve implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in tachycardia. The right ventricular (rv) lead was noted to have high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.